Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was positioned. The patient was doing well postoperatively.